Manufacturer narrative:
B1, b2, b5, and h1, h6 updated based on the additional information received.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 62-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilatory for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the purge flow dropped from 12ml/hr to 4ml/hr and purge pressure increased slightly. The physician ordered 2mg tissue plasminogen activator (tpa) in 50mls sterile water to restore flow. This resolved the issue. A chest x-ray showed no obvious change in position. There was no noted interruption of flow or support for the patient. It was also reported that while the patient was in rehab, his arm inadvertently rubbed the anticontamination sleeve and ripped it. The catheter was in proper 3-point fixation. The physician was made aware, no orders given. A tegaderm was added to keep the area clean. The post-procedure outcome is survived at unknown. While on support, the device functioned as intended at p-7 at 3.7l/min with d5w sodium bicarbonate in the purge solution. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Event description:
The issue was resolved with 2 rounds of tpa (4 mg / 50 ml sterile water). The purge was then switched back to bicarbonate. Flows improved from approximately 3 l/min back up to 8 l/min.

Manufacturer narrative:
B5: added additional information.

Manufacturer narrative:
Updated information: d6b explant dated added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that their bedside nurse let the multidisciplinary team know that their impella 5.5's purge flow dropped from consistently 12 ml/hr to 4 ml/hr and that purge pressure increased slightly as well. Advanced heart failure physician opted to order 2mg of tissue plasminogen activator (tpa) in 50ml of sterile water to help restore flow. The clinical team had not been present for the decision, only notified after the fact. Repeat chest x-rays showed no obvious change in position. No other coinciding factors that the team is aware of. Discussed back up plan if motor current increased or pump stoppage occurred. Clinical note: the tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure was most likely due to biomaterial based on clinical details noting that tpa resolved issue, however, the mechanism of entry of the biomaterial into the pump and purge gap could not be concluded based on data log analysis alone. The cause of the anticontamination sleeve damage could not be confirmed as no product was returned for evaluation.